Manufacturer narrative:
(B)(4). The initial report has been contacted multiple times and additional information has been requested; however, the initial reporter has not given any additional information regarding this incident. The lot numbers for the cap and screw that had disassociated is not know, so a full investigation could not be performed. However, the torque driver used to tighten the screws during this surgery was rec'd for evaluation. It was tested for proper amount of torque and found to function properly.

Event description:
Procedure type: two level lumbar fusion: l3-l5. According to the reporter: during the one week post-op check up, the doctor discovered what appears to be one cap (at the l5 level) disassociated from the screw. The reporter admitted that it is possible the screw did not get tightened down. They do not intend to do any additional surgery to correct it as the remainder of the construct appears to be working as intended in the surgeon's opinion.